Event description:
Event verbatim [preferred term] 4 inch by 4 inch burn on their back, burnt right through the skin in couple of layers [thermal burn], did not check skin under the wrap during use [intentional device misuse], it is defective, it was like one of those things broke open [product complaint], , narrative: this is a spontaneous report from a contactable consumer. A 54-year-old patient of an unspecified gender started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6)2016 for back ache and arthritis. The patient's medical history was reported as none. There were no concomitant medications. On (B)(6)2016, the patient reported they applied the heatwrap directly to the skin for 8 hours and upon removing the heatwrap they noticed it had burnt their back. The size of the burn was reported as 4 inches by 4 inches with no associated symptoms of pain, fever, rash or swelling. The patient stated "it's burnt right through the skin in couple of layers". They mentioned they did not check the skin under the heatwrap during use. The patient reported they went to the pharmacist and the pharmacist stated "it is defective, it was like one of those things broke open". The pharmacist gave the patient "some neosporin and stuff". The patient mentioned they did not know what degree of burn it was. They reported they threw away the box of heatwraps. The patient assessed their skin tone as medium white. The patient did not modify or change the heatwrap in any way. They did not use any crams, rubs or gels under the wrap. The wrap did not have any cuts, tears, holes or leaks. The patient did not feel the heatwrap was getting too hot and did not put the heatwrap in the microwave. They did not use the heatwrap overnight or while sleeping. The patient used the heatwrap over healthy skin and over the correct part of the body. They did not overlap the heatwrap and did not exercise while using the wrap. No pressure was applied over the wrap and the patient did not sit or recline for a prolonged period of time. They did not wear more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included neosporin. Clinical outcome of the reported event thermal burn was not resolved, of the other events was unknown. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (B)(6) 2016): follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020): new information received from a product complaint group includes: investigation results follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
Event verbatim [preferred term] 4 inch by 4 inch burn on their back, burnt right through the skin in couple of layers [thermal burn] , did not check skin under the wrap during use [intentional device misuse] , it is defective, it was like one of those things broke open [product quality issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) patient of an unspecified gender started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2016 for back ache and arthritis. The patient's medical history was reported as none. There were no concomitant medications. On (B)(6) 2016, the patient reported they applied the heatwrap directly to the skin for 8 hours and upon removing the heatwrap they noticed it had burnt their back. The size of the burn was reported as 4 inches by 4 inches with no associated symptoms of pain, fever, rash or swelling. The patient stated "it's burnt right through the skin in couple of layers". They mentioned they did not check the skin under the heatwrap during use. The patient reported they went to the pharmacist and the pharmacist stated "it is defective, it was like one of those things broke open". The pharmacist gave the patient "some neosporin and stuff". The patient mentioned they did not know what degree of burn it was. They reported they threw away the box of heatwraps. The patient assessed their skin tone as medium white. The patient did not modify or change the heatwrap in any way. They did not use any crams, rubs or gels under the wrap. The wrap did not have any cuts, tears, holes or leaks. The patient did not feel the heatwrap was getting too hot and did not put the heatwrap in the microwave. They did not use the heatwrap overnight or while sleeping. The patient used the heatwrap over healthy skin and over the correct part of the body. They did not overlap the heatwrap and did not exercise while using the wrap. No pressure was applied over the wrap and the patient did not sit or recline for a prolonged period of time. They did not wear more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included neosporin. Clinical outcome of the reported event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events thermal burn and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device. , comment: based on the information provided, the reported events thermal burn and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device.